Manufacturer narrative:
On november 29, 2021, mentor became aware that patient underwent removal and replacement with two non mentor breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent female patient who underwent breast augmentation revision surgery with two 500cc smooth moderate high profile saline breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth moderate high profile xtra, 500 cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).